Manufacturer narrative:
The information that provided with the initial report was missing. The missing information has been included with this report.

Event description:
It was reported that the customer was hospitalized due to diabetic keto acidosis and high blood glucose level on (B)(6) 2020. It was also stated that the customer ran self test on the insulin pump and there was no error found.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that they were hospitalized due to high blood glucose level on (B)(6) 2020. Customer's blood glucose level was 600 mg/dl at the time of hospitalization. Customer was treated with insulin shot. Customer did not allege insulin pump for under delivering. Customer stated that there was no air bubble and leak. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not returned for analysis.